Event description:
During an in-clinic follow-up, low pacing impedance, oversensing and suspected lead insulation damage were detected. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve the event.